Manufacturer narrative:
(B)(4). The device was not returned for analysis. Angiographic images were received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the image strongly implied that the stent was fractured; however, there were no images provided which showed the condition of the stent after deployment on the initial procedure date of (B)(6) 2017. Therefore, it could not be determined if the stent damage occurred during deployment or due to post-procedure conditions. It may be possible that the stent was subjected to stress/ fatigue or repetitive movement contributing the fracture; however, this could not be confirmed. A conclusive cause for the stent fracture could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed on (B)(6) 2017 to treat a de novo lesion located in the distal femoral artery with mild tortuosity and mild calcification. The stent was successfully deployed without any issues. When the patient returned to the hospital on (B)(6) 2017 for follow-up computerized tomography (CT) images of the foot due to diabetes mellitus, it was noted that there was some problem with the shape of the stent implant. Angiography was taken, which confirmed an the issue with the stent implant. Surgical removal of the stent was considered; however, only balloon percutaneous transluminal angioplasty (pta) was performed. No additional information was provided. Angiographic images were returned for review and appear to show a fractured stent strut.